Event description:
I'm reporting this on behalf of my father who used a confirmed recall # phillips respironics bipap system from (B)(6) 2011 through (B)(6) 2017. Prior to this he had no pulmonary issues other than sleep apnea. In 2017 he was diagnosed with pneumonia and established care with a pulmonologist with CT scan indicating possible interstitial lung disease. He also developed some swallowing challenges with aspiration confirmed by swallow study and worked briefly with a speech therapist on swallow strategies to decrease aspiration risk. On (B)(6) 2019 was hospitalized with extreme shortness of breath and died on (B)(6) 2019 with cause of death identified as interstitial lung disease.